Event description:
Primary procedure, right acl repair. It was reported that the reamer snapped in the femoral tunnel. The pieces were removed and measured to ensure that no pieces remained in the patient, and the surgeon reamed .5mm larger to complete the procedure. A surgical delay of approximately 5 minutes was reported. Surgeon reported that x-rays, medical records, and additional information are not available due to hospital policy. Will not be returned.